Event description:
It was reported that tecnis simplicity tecnis eyhance monofocal intraocular lens (iol) did not engage in the nozzle properly and did not deploy in the patient left eye. When taken out it cracked at the nozzle when trying to deploy the lens. Additional information stated that the cartridge tip had a contact with eye. Reportedly there was no use error. Combination of balanced salt solution (bss) and ophthalmic viscosurgical device (ovd) from another manufacturer was used for cartridge lubrication at a room temperature. The average dwell time was around 3-4 minutes. Initial advancement was done through push. Nurse performed the initial movement of the lens. When advancing the lens a small 1/4 twist was made. The procedure was completed using same model another back up lens. No further information is available.

Manufacturer narrative:
Section a2: date of birth was provided as aae8848. Section a4: patient weight: unknown/ asked but not available. Section a5: ethnicity: unknown/ asked but not available. Section a5: race was provided as european, newzealander. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: reporter: telephone number:(B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.